Event description:
Customer reported a malfunction on the pump that occurred after it got wet. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.